Manufacturer narrative:
The product was not returned; it was discarded at the hospital. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without product return, nor could potential contributing factors be identified. No actions will be taken at this time.

Event description:
It was reported that the connection at the drop port (z-site) disconnected during use. The reporter noted that the tubing probably detached, rather than broke, but they were not certain. There was no patient injury reported.